Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for post procedure device check, far p wave oversensing and auto mode switch episodes were noted on the device from the session records. During interrogation, oversensing was not noted. Programming changes were made. The patient was stable.